Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at 10 volts resulting from a possible lead fracture. In addition, it was noted that the lead impedance value was 2,993 ohms. The rv lead was capped and not replaced as the physician opted to downgrade the device to a single chamber pacemaker. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: e2dr01aa implantable pulse generator (ipg), implanted: (B)(6) 2005; product ID: 507645 implantable pacing lead, implanted: (B)(6) 2005. (B)(4).